Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 30-degree endoscope plus failed calibration. It was reversed/stands upside down. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector (ic), the cable integrated connector housing exhibited discoloration. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure. The endoscope was detected with rattling or noise from the housing and detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing.